Event description:
A customer reported that the t:slim x2 pump battery would not charge despite attempts to resolve the issue using different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Technical support concluded that the pump required replacement, and the customer was advised about obtaining an out-of-warranty loaner pump and using a multiple daily injection (mdi) as a backup therapy. A replacement pump with updated software was arranged, and shipping details were confirmed.